Event description:
It was reported that shaft break occurred. The lesion was located in an instent restenosed left main coronary artery(lmca) /left anterior descending (lad) /left circumflex (lcx) bifurcation which had 95% stenosis of the ostial lcx, 40% stenosis of the ostial lad and was non-tortuous. After advancing a balloon catheter into a 7fr guide, a 3.00mm x 12mm emerge balloon catheter was advanced simultaneously to do a kissing balloon technique. However, resistance was encountered when advancing the device over the wire and blood was noticed in the indeflator. When the device was removed, it noted that the shaft had snapped 88cm from the hub at the y connector and was able to be pulled out manually. Subsequently, another balloon was advanced and non-compliant balloon inflations were performed simultaneously prior to treatment with kissing drug-eluting balloons. Post-procedure, moderate residual ostial left circumflex artery disease was noted and the patient was planned for repeat angiography in 3 months. No further patient complications were reported.